Event description:
Litigation alleges patient had pain, elevated metal levels and popping after asr hip implants.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)depuy still considers this investigation closed.

Event description:
Update 03/26/2014- medical records were obtained. Medical records indicate the right hip was revised to address advere tissue reaction. Dor was identified. Upon revision, heterotopic ossification was ntoed. The complaint and associated mdrs were updated. The information received does not affect the MDR decision.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: 3/11/2013 - ppd received. Part/lot has been updated for the left and right hips, as well as dor for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.